Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient received the new ptm and were able to get good communication and charge. A replacement battery pack would be sent for the ptm.

Manufacturer narrative:
This device is not a marketed device, but is similar to 37612 (activa rc), which is marketed in the us. Thus, these sections were completed based on the similar device d2/PMA. Additionally, the patient was implanted for obsessive compulsive disorder (ocd), which is not an approved use of the similar device (37612 activa rc). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to fully charge his right side implantable neurostimulator (ins) with the recharger (rtm). The charge only went up to 65%. A few days prior to this report, the patient tried connecting to the right side ins with the patient controller (ptm) and it was searching for 10 minutes, then showed a "could not find device" message and the ptm timed out. The patient then set the controller down with the recharger still on the ins, the ptm beeped and displayed a message that read "poor recharging battery." It took all day to recharge the ins because the connection would frequently get lost/disconnected. The patient also reported he could not unlock the right side ptm and would get an error message saying "device error, unable to identify". The ptm battery was removed, the patient waited 8 hours, inserted the battery pack and reconnected, which seemed to help charge the ins for a couple hours, but it was still not possible to charge to 100%. The right-side ptm would display that the ins was charging, but then would abruptly stop charging. The physician had a video call with the patient and several error messages appeared on the ptm saying, "recharging needs attention, unlock and check status" and "recharging needed lost connection." The ins could also not connect to the clinician telemetry module (ctm), and as a result is unable to complete the home daily recordings. The patient has an electrocorticography (ecog) implant and two inses, but the left side ins had no issue charging or connecting. It was reported the site tried different combinations of the ptm and rtm. It was determined the recharger systems were not at fault so the ins was reset, which seemed to resolve the issue. However, after returning home, the patient once again began experiencing issues connecting to the ins. Next steps were being discussed with the study team. The root cause/contributing factors were not known. Additional information was received: it was reported that a troubleshooting call was performed on monday (B)(6) 2021 and it was determined the next course of action was to replace the ptm. No symptoms were reported as a result of the event.